Event description:
The customer reported the system locked up after the image intensifier power supply board was replaced. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc was replaced and the software reloaded. The system was then found to be working as intended.